Manufacturer narrative:
(B)(4).

Event description:
Catheter was successfully inserted and used, and the catheter was stabled with opsite. Around 24 hours later, the nursing staff noticed catheter leakage. The opsite was removed and a cut was found on the catheter. The clinical staffs insist that no one had cut the catheter during the procedure and treatment.

Manufacturer narrative:
(B)(4). The customer returned one catheter for evaluation. Visual examination revealed a slit in the catheter body causing a small flap of material. The points of separation appeared smooth, indicating contact with sharps caused the cut. The catheter body was cut 195 mm from the distal end. The total length of the catheter body measured 222 mm, which is within specification. The catheter was functionally tested by flushing all three extension lines using a lab inventory syringe. When the medial extension line was flushed, water exited the cut in the catheter body. No problems were detected when the distal or proximal extension lines were flushed. A device history record review was performed based on sales history with no relevant findings. The IFU provided with this kit cautions the user, "do not suture directly to outside diameter of catheter to minimize the risk of cutting or damaging the catheter or impeding catheter flow." The customer report of a cut catheter was confirmed by complaint investigation. The catheter body contained one small slit. The slit was consistent with coming in contact with sharps. A device history record review was performed based on sales history with no relevant findings. Based on the sample provided, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
Catheter was successfully inserted and used, and the catheter was stabled with opsite. Around 24 hours later, the nursing staff noticed catheter leakage. The opsite was removed and a cut was found on the catheter. The clinical staffs insist that no one had cut the catheter during the procedure and treatment.